Event description:
The customer reported being hospitalized with low blood glucose of 25mg/dl a year ago. The caller stated that the roommate found her moaning, went into her bedroom an found her unresponsive. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-83990.